Event description:
Same case as: 1649384-2013-00038, 1649384-2013-00040, and 1649384-2013-00037. It was reported post-operatively that the pathfinder nxt closure tops and rods were found to be loose post-operatively and the pt had not fused. Add'l info has been requested but none has been rec'd as of the date of this report.